Event description:
A customer reported that the pump did not detect the amount of insulin in the reservoir. There was no reported impact to the customer¿s blood glucose level. Tests conducted by the distributor later confirmed that the pump accurately delivered and accounted for the insulin, matching the initial visual estimation, and there was no indication of pump failure during testing.